Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient stated she lost her patient programmer (pp) while on vacation, has been peeing on her bed and broke both of her legs, when she gets up in the morning she was full of piss. Patient stated interstim was helping her symptoms; it helped when she had it up high, before the pp was lost and her symptoms suddenly came back. The patient stated she has been incontinent for many years and was incontinent prior to getting her device. The patient's indicators were for urinary dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.